Event description:
A complaint was received stating that a physician called reporting that during a conventional procedure the physician was ablating with 40 watts upon withdrawal of the cool flex st.jude catheter (non-bwi device) the physician noted black coal on the second electrode. Approximate size of the char was not provided. The physician cancelled the case. No patient consequence was reported. The physician requested the stockert generator to be serviced. The stockert generator was set to temperature mode. The approximate duration of the ablations were 60 seconds first time and 10 seconds with second catheter. The physician did not notice any abnormal catheter's irrigation.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). A complaint was received stating that a physician called reporting that during a conventional procedure the physician was ablating with 40 watts upon withdrawal of the cool flex st. Jude catheter (non-bwi device) the physician noted black coal on the second electrode. The stockert generator was set to temperature mode. The approximate duration of the ablations were 60 seconds first time and 10 seconds with second catheter. The stockert generator associated with the reported incident was inspected by bwi service engineer. It was found that a relay on the mdv board was defective. The issue was resolved by replacing it. Functional and safety test was performed as well as preventive maintenance, and the unit was found ready for use. The device history record for stockert generator serial number (B)(4) showed that no manufacturing or test failure were noted during the manufacturing cycle related to functionality of the system. The device met all requirements prior to distribution.